Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a pen needle 32x4 la. The following information was provided by the initial reporter, "consumer did not adapt with the needles, reported that it leaks all the liquid. Performs the application with the subcutaneous fold."

Event description:
It was reported that leakage occurred with a pen needle 32x4 la. The following information was provided by the initial reporter, "consumer did not adapt with the needles, reported that it leaks all the liquid. Performs the application with the subcutaneous fold."

Manufacturer narrative:
H.6. Investigation: customer returned (121) sealed 32g x 4mm bd pen needles from lot 4311150. Consumer did not adapt with the needles, reported that it leaks all the liquid. 30 of the 121 returned samples were examined, then tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly, and no leakage issues were observed. As no manufacturing defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10